Event description:
It was reported that the sensing integrity counter on the right ventricular (rv) lead recorded high counts of over sensing or noise. There was no determination on why these non-physiologic events occurred. The sensing was adjusted on the lead. The lead remains in use with continued physician monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. The save to disk primary finding noted oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): p1501dr implantable pulse generator (ipg) 2006-(B)(6), 5554-45 implantable pacing lead 2000-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.